Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, when the physician tried to advance a coil (subject device), the coil got stuck around the struct of a stent. The physician tried to remove the coil from the subject stent but was not successful; therefore, two stents were deployed to fix the coil and the coil was detached. During the procedure, the patient developed thrombosis in the left p1. The physician tried remove the thrombus, but the procedure was ceased as the blood flow recovered. The patient is under additional treatment to treat the remaining blood clot in the p1. The patient is recovered and stable now.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, preparation/set-up was performed as per the dfu, and continuous flush was maintained for the duration of the procedure. In the physician's opinion, the coil got stuck around the strut of the stent due to a gap between the polypropylene tip and the coil itself that resulted from the welding coming off. While this may be a potential cause for the reported event, it cannot be definitively assessed since the device was not returned for analysis. Therefore, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, when the physician tried to advance a coil (subject device), the coil got stuck around the struct of a stent. The physician tried to remove the coil from the subject stent but was not successful; therefore, two stents were deployed to fix the coil and the coil was detached. During the procedure, the patient developed thrombosis in the left p1. The physician tried remove the thrombus, but the procedure was ceased as the blood flow recovered. The patient is under additional treatment to treat the remaining blood clot in the p1. The patient is recovered and stable now.